Event description:
A nurse reported that a patient experienced endophthalmitis in the left eye on or before fourteen days after cataract surgery. Prior to surgery, patient was given antiseptic, antibiotics and preop regime medication. Balanced salt solution was also used. The patient eye was diagnosed with hypopyon, aqueous cell and aqueous fibrin. The patient underwent vitrectomy surgery, anterior chamber wash and topical medical adjustment as an intervention of the event. The patient was treated with steroids, antibiotics, nonsteroidal anti-inflammatory drugs and subconjunctival injection post operation. Currently the patient condition was resolved. This report pertains to patient 2 of 2 involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials received for product evaluation, the root cause of this tass (toxic anterior segment syndrome) event is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.